Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "cannot attach to motor" was confirmed. The pre-diagnostic assessment found that the thimble screw set failed. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device "cannot attach to motor". Device was not used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.